Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, analysis indicated that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pull ing/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lead implant procedure, the lead conductor was distorted. A different lead was used to complete the operation. No patient complications have been reported as a result of this event.